Manufacturer narrative:
Continuation of d10: product ID: wr9220, product type: recharger. Product ID :978a128, lot# va2aj00, implanted: (B)(6) 2020, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the inability to increase stimulation and seeing maximum settings reached was due to wires damaged. They will have a new battery placed in the autumn, will not require any charging. Issue not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that for the past few months the patient's recharger has been finicky and sometimes it doesn't find the device. The patient said that this morning it did it just once and then a few times and the patient had to keep asking it to find it and then it would find it. Sometimes the patient has to reposition the recharging belt to get it to connect to the implant. Patient service specialist walked the patient through resetting the recharger. Patient will reset recharger if necessary and will call back if issue persists. More information was received later the day by patient. Patient stated that sometime at the end of last year they decided to make a change since the therapy was only helping a little bit. Patient said that they increased the amplitude from 1. 5 to 1. 6, and then a few months ago decreased the amplitude back down to 1. 4, however they have not been able to increase the amplitude any higher since. They said they received the message that has reached maximum settings. Reviewed meaning of message. The patient was redirected to their healthcare provider to further address the issue.